Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and a possible fracture was suspected. It was noted that the patient does not use the ventricular lead and it works in unipolar and bipolar and therefore will unipolar sense and bipolar pace if needed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in clinic there were noted vhr (ventricular high rate) episodes with non-physiologic rates on the right ventricular (rv) lead. There was also inhibition of atrial pacing noted with ventricular oversensing. The clinician had noted that the impedance bipolar had increased in 2013. The lead is programmed to unipolar sensing and remains in use. No patient complications have been reported as a result of this event.